Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and had constant motor error alarms during rewind as a result of a motor encoder signal being out of phase. Unable to confirm the motor error alarms.

Event description:
The customer reported that the insulin pump was exposed to an MRI, and the device is not functioning properly. The blood glucose reading was 222mg/dl. The caller stated that the insulin pump alarmed motor error. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.